Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the stylets are not inserted far enough into the tubing they are packaged in. It is reported this causes contamination of the stylet when the package is opened. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. No patient complications were reported as a result of this event.